Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms as well as loss of capture. No changes have been made at this time and the rv lead remains implanted and in service. No adverse patient effects were reported.